Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ioss411, (osseotite¿ certain¿ implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2016070089. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2016070089 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : medical : allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and material selection. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. D10: concomitant medical product and therapy dates k063341, osseotite® certain® implant 4 x 11.5mm, lot number: 2016070089. H4: device manufacturer date unknown / not provided.

Event description:
On (B)(6), 2023, under antibiotic coverage, two identical and adjacent implants were placed in the posterior jaw with excellent primary stability. Two days after the intervention, the patient feels unwell (possibly an allergic reaction) and, following the advice of the primary physician, discontinues antibiotic intake. After a month, the patient returns with abscess-like symptoms, and one of the two implants is mobile in an expulsion phase. The doctor reports pain. The doctor confirms that the procedure was not completed by placing another implants. Dental position affected: #46.